Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) analysis found the rf (radio frequency) head cable is cut and the rf head upper case lens is broken. Product ID: 2090w programmer; product ID: 229047 analyzer. (B)(4).

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.